Event description:
The complaintant has reported that the clip of the resolution clip device was not attached to the delivery system at the time of unpaking. The device was not utilized on a patient. There were no patient complications sustained as a result of this iisue.